Event description:
It was reported that during a percutaneous transluminal angiography procedure, a stent was detached. Vascular access was obtained via right femoral artery using a non bsc 6f 55cm introducer sheath. The 100% stenosed and severely calcified target lesion was located in the moderately tortuous left common iliac artery. A non bsc 0.035x180cm guide wire was advanced and crossed the lesion. A 7.0 x 20 x 75cm express vascular stent delivery system (sds) was advanced;however, it was unable to cross the lesion. Then, the physician pushed the sds to manage crossing the lesion, but the stent was detached. Subsequently, the detached stent was deployed at the common iliac artery where it was detached, through dilating the balloon catheter of this device. The procedure was completed using a 8 x 20 x 75cm wallstent and was post dilated with a 7.0x20 express balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).